Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately four to five hours and upon removal the top of the pledget appeared to have a piece missing causing her to believe pieces of pledget remained inside her vaginal cavity. She manually checked for pledget pieces inside her vaginal cavity and did not find any pieces. She called her hcp and reported her experience. Consumer does not think any pieces remained inside of her vaginal cavity. She did not experience any adverse health effects and did not seek medical attention.